Event description:
During field service installation, the user reported the central control monitor was previously repaired for a frozen monitor issue and now it does not function. No other details regarding the nature of the event were provided. Since this occurred during field service installation, there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.